Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead found procedural damage. The lead was returned with no reported event. Visual inspection found full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.